Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was a 10 ml leak and was contained inside the instrument. Customer also reported the reticulocyte background was ++++ on startup. The operator was wearing personal protective equipment of gloves, goggles and lab coat at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed that the ghost pump tubing (pm6) was disconnected. This was caused by buildup within the reticulocyte shear valve (cvl 87). The fse removed the shear valve, cleaned and replaced plungers, and reconnected the tubing to repair the leak. Identification of failure modes: for the leak was pm6 tubing was disconnected. This in turn was caused by buildup within cvl 87. No erroneous results were generated in connection to the reported event. Upon recur, the failure mode identified will likely cause erroneous results for the reticulocyte and differential parameters due to carryover, improper segmentation or improper blood sample/stain, or clearing delivery (for the reticulocyte parameter). Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).